Manufacturer narrative:
The user facility was trained on the proper use of the cervical sampling device by tripath imaging, inc. They, in turn, trained their employees. The device in question is a simple plastic cervical scraping device that is used to collect a sample from patients. Following collection of the sample, the tip of the device is broken off into a collection vial containing preservative fluid for subsequent analysis. The device is labeled to warn against use without proper precautions including protective wear and warnings to avoid creating aerosole of the sample. Medscand is the manufacturer of the device. The spatula is included in the surepath collection kit.

Event description:
On june 19, 2006, a report was received that an accident occurred while a health care professional was handling a patient cervical cytology sampling device. During the procedure, she placed the detachable head portion of the pap perfect plastic spatula into the surepath preservative fluid collection vial. In doing so, some of the collected cervical cytology sample splashed into the helath care professional's eye. The sample was from an hiv positive patient. The clinic initiated their internal procedure for blood bourne pathogen exposure. The health care professional is receiving medical treatment. The details of that treatment are unknown at this time.